Event description:
During this x-ray exam, the pt table was in the horizontal position. The dr accidentally hit the tilt button and the table went to +2 degrees. He then hit the mushroom switch to stop the table, but instead the table drove all the way to the head end of table, stopped, and then the geometry subsystem reset. The operator was unable to get the geometry subsystem back on line. Pt went into cardiac arrest and expired.